Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the cgm readings (low to 48-57 mg/dl) were as expected during a hypoglycemic episode, and she received the appropriate alerts. She did not do a finger stick and self- treated with a coke and a peanut butter sandwich. The patient¿s mother called emergency medical services (ems), and paramedics determined her bg finger stick was 37 mg/dl, the cgm value was not provided. The patient stated that the emergency room bg finger sticks ¿were in the 200¿s, between 248 to 296 mg/dl and rising.¿ the corresponding cgm values were lower than expected (low or ranged below 57 mg/dl). Medical interventions included labs, fluids via intravenous (IV) therapy and 5 units of insulin. The patient was discharged home with no ill effects reported. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.